Manufacturer narrative:
(B)(4). No product was retuned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was unable to be reviewed as the lot number of the device involved in the event is unknown. The complaint cannot be confirmed. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision due to a dislocation. Zimmer cup and liner were used with a competitor stem and head. The head was removed and replaced. No further information is available.